Event description:
It was reported from (B)(6) by the ventricular assist device (vad) coordinator that a patient with a left vad and a right vad flow and power dropped suddenly with suction and low flow alarm activated on the right vad. As per the vad coordinator, the hospital medical staff attempted to address the low flows and suction alarm by lowering the speed of the right vad; flow reduced to 0.2l/min and speed reduced from 2700rpm to 2200rpm with no change to flow. The controller was changed and indicated immediate increase in flow to the usual flow rate for the patient. It was reported that the log files were indicative of an occlusion of the right vad inflow at the time of the event. As per the vad coordinator: patient had an episode of decreased pump flows from around 4.0lpm to 0.7lpm, patient central venous pressure (cvp) noted to increase. Patient in atrial fibrillation (af), febrile. Anticoagulated with heparin infusion and within therapeutic range. Plasma free hemoglobin (hb) within normal limits. Lactate dehydrogenase (ldh) not attended. Trans-oesophageal echocardiogram (toe) performed, verbal report- right vad cannula visualized with suspected large thrombus in the inflow cannula. Dilated right ventricle with severe global dysfunction. Intraventricular septum bows to the left. Pump exchanged on (B)(6) 2015 due to a thrombus in the right vad. During this time there was no change to the flow and power on the left vad and the patient was symptomatically unchanged, there is no allegation against the left vad. As of (B)(6) 2015 the patient is extubated, stable and remains in the hospital. No additional information is available. This MFR report is two of two related to the same event.

Manufacturer narrative:
The returned controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the available alarm log file revealed multiple 'low flow' alarms. However the controller worked as expected on a bench setup. Based on the investigation conducted, the most probable root cause of the reported event can be attributed to thrombus formation which could have resulted in the reported low flows. This is one of two reports (3007042319-2015-00365 and 366) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to: device thrombosis and re-operation. The information for use states about alarms: low flow -the low flow alarm is triggered if average flow drops below the low flow alarm threshold; suction the ventricular suction detection alarm is triggered if the suction algorithm has identified a ventricular suction condition. This may self-clear if the suction is transient. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-00365 and 366) submitted for devices related to the same patient.